Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, broken shell, and red particles in the gel. A visual and microscopic analysis were performed which identified a striated opening and a break on the anterior side and non-penetrating nicks. Based on the device analysis, the final assessment is a striated opening and a break on the anterior side assessed as surgical damage consistent with the use of a surgical tool

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.